Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they haven't used device in a long time because they haven't needed it. They said when charging ins today it says to charge controller. Pt hasn't charged controller yet. They will charge controller and will then call back for help getting ins to charge. Patient will charge controller and will call back for further assistance. Pt called back stating the charged their controller for 20 min but when they try to recharge implant, they are getting battery low recharge controller. Agent reviewed with pt to let their controller charge for about an hour and half until that flashing green becomes solid. Pt stated they noticed their implant has moved, agent redirected to their doctor (hcp) and sent hcp listing. On 2024-aug-08 (B)(6) (con): additional information was received from the patient. Patient called back repeating information from previous calls about charging their implant. Patient reported that their controller is fully charged but the recharger will not charge their implant; patient added that they need their implant charged because they have an MRI today and were told to have their controller and implant fully charged. Patient stated that they got a message saying they need new batteries but could not remember the specifics; agent asked patient if it was the batteries low replace controller batteries soon message and patient said no but that they think they got that message previously. Agent walked patient through an ac power reset of the controller; patient confirmed controller powered back on and that they saw the solid green light on the controller. Patient unlocked the controller and got no device found but hit try again and got no device found again. Agent had patient inspect the recharger for any visible damage; patient confirmed no damage. Patient repeated information about their implant moving; patient initiated a charge session and got poor recharge quality but then repositioned and was recharging excellent with the implant at 30% and controller at 100%. Patient mentioned that they were not able to change the date and time before this because it was blacked out; agent reviewed implant battery was too low but that they would be able to after charging implant. Agent advised patient to charge implant and then charge controller, but that everything was working as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.